Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on april 27th reported circumstances that led to the suggested use of catheter was the patient was losing a lot of urine. The patient noted they did not empty bladder all the way. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had not had therapeutic benefit since implant and was still using pads. Patient stated they fell on their butt really hard around 6 months ago and went to see their doctor 2-3 weeks ago regarding their symptoms and was suggested catheters. No further complications were reported.